Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the gastrointestinal videoscope had a b30 error code (scope communication error). Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the device evaluation, the gastrointestinal videoscope had a b30 error code (scope communication error). There were no reports of patient involvement.